Manufacturer narrative:
Results: the velocity was kinked approximately 25.0 cm from the hub. The device was ovalized from approximately 157.0- 157.5 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a kink near the proximal end of the device. If the device is forcefully mishandled during preparation or retracted from its packaging hoop at extreme angles, damage such as a kink may occur. Further evaluation revealed an ovalization near the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a velocity delivery microcatheter (velocity), the hospital staff found the proximal end of the velocity to be broken on the back table upon removal from packaging. The damage to the velocity was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another velocity.